Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2017-01632.

Manufacturer narrative:
(B)(6). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: reference MFR. Report# 1627487-2017-01632. It was reported the patient ((B)(6)) lost stimulation. Lead diagnostic testing revealed invalid impedance measurements. Reprogramming did not provide resolution. In turn, surgical intervention was undertaken. Intra-op diagnostic testing revealed impedance issues with the patient's lead and extension and programming was unable to provide effective therapy. Subsequently, the physician explanted the patient's lead and extension and replaced the lead. Effective stimulation therapy coverage was restored.